Manufacturer narrative:
A ge representative evaluated the system and reset a circuit breaker. System operates as intended.

Event description:
Customer reported the system will not power up. No patient injury was reported.